Manufacturer narrative:
The iol was returned for analysis and the reported complaint could not be confirmed. Additional observations were as follows: iol returned in two(2) segments in the iol case. Solution is dried on both surfaces of the optic and haptics. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. The root cause for the reported complaint could not be determined. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the doctor noted a posterior capsule rupture after implanting the lens. The lens was explanted the same day and another lens model was implanted for better support.